Event description:
Allegedly patient complained of pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The complaint is address in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.evidence that product in specification when used.(B)(4).